Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion sensor error, which was not reproduced during evaluation. A review of the event history log identified downstream occlusion sensor error. The cause was determined to be the downstream tubing guide. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion sensor error as soon as set was loaded and would not go away. There was no patient involvement. No additional information is available.